Event description:
The infusion pump was received at the service facility with a vague report of it being used on a pt and having inaccurate delivery. No add'l info was able to be received. No pt injury was reported.